Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion, in the left circumflex artery. The vessel was pre-dilated with a 2.75x12 nc balloon at 12 and 14 atmospheres. The 2.75 x 38 mm xience alpine stent delivery system (sds) was advanced and the stent was deployed at 12 atmospheres; followed by post dilatation with an nc balloon. A distal edge dissection was noted, the dissection was treated with a 2.5x18 mm xience alpine stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.